Manufacturer narrative:
Weight :unk. Ethnicity: unk. Race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim #: (B)(4).

Event description:
The reporter indicated as a 12.6mm vicm5_12.6 implantable collamer lens, -12.00 diopter, was removed from the vial and placed in the cartridge, it was noted there were fibers on the lens. The surgeon decided not to use the lens and there was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. The eye is fine. The cause of the event was due to the device.

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, the fibers found on lens are likely to be cellulosic materials. Due to the widespread use of these materials, we are unable to determine any definitive root cause for this event. Operators involved in the manufacturing of this nonconforming lens have been retrained in identification of cosmetic defects such as fiber on lens. There is no indication that suggests a deficiency in the manufacturing process, further action is not required. Claim # (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture and residue/debris on product. Visual inspection found no visible damage to the lens. A fiber was noted on the lens optic. Claim # (B)(4).